Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried blood/tissue in the helix housing and insulation abrasion indicative of lead-on-lead wear approximately 4 cm from lead tip. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the lead dislodgement.

Manufacturer narrative:
(B)(4). Additional information was been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. No adverse patient effects were reported. Surgical intervention was performed however current status of lead is unknown at this time.

Event description:
--

Event description:
Additional information received indicates that the lead was explanted and replaced without incident. The patient is not pacemaker dependent.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.